Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection observed no issues. Functional evaluation revealed no issues. A review of the device history records for the showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during the tonsillectomy procedure the device was failing to recognize the coblator wand and reading 00 when the coblator wand was plugged in. The procedure was completed using electrocautery from the competitor device. No significant delay and no patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.